Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump. It was reported that  they went to have the pump refilled on friday and the healthcare provider told her there was something wrong with the pump because there was way too much medication in the pump. The patient stated that every time they have gone in for a refill in the last 4-5 months, they have increased the medication, and they could not put the full amount back in the pump. The patient stated that the surgeon told her to contact a company representative (rep) first and then they will set up appointment for her to see the surgeon. The patient service reviewed rep¿s role and sent an email to local reps. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.